Event description:
Per the clinic, the patient experienced an infection at the wound site that was treated with oral antibiotics.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the wound site that was treated with oral antibiotics. This report is submitted on august 6, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to exposed electrode. The patient was administered with IV antibiotics as prophylactic treatment during the explant surgery. There are no plans to reimplant the patient with another cochlear device as of the date of this report.